Event description:
Patient reported to the MFR on (B)(6) 2006 they were diagnosed with open wire (extension), as shown by x-ray exam. The patient provided additional information to the MFR on (B)(6) 2007 regarding symptoms that included rigidity, difficulty walking, and tightness felt over the battery for the past two months. The patient also indicated they were scheduled for follow up with the hcp during (B)(6) 2007 for an internal system check because the physician is concerned that an open or short circuit is possible. The date x-ray films were obtained and prior date of consult with the physician was not reported. No report of device explantation has been received. The product was implanted in (B)(6) 2006. It is unknown if both extension products were affected. Additional information has been requested from the hcp. See MFR report number 2649622-2007-00176.

Manufacturer narrative:
(B)(4).